Event description:
During service of the device, the diagnostic log history indicated a vent inop occurrence due to pressure regulation high. The customer did not report the vent inop occurrence during any previous usage. There was no patient harm reported. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. Testing was completed and passed to operating specifications.